Manufacturer narrative:
Additional information was received, and section b (describe event or problem) should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed an unknown dust contaminant on the flip door, pca, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, blower box, and blower seal. Pil observed black hairlike contaminant on the flip door, top enclosure, ui panel, rear panel, bottom enclosure, and blower. Pil observed no odor during therapy and investigation. A keratin-like substance was observed on the blower box outlet. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, complaint of odor, no odor was observed during therapy or investigation, can confirm particles in airpath, and black particles due to external source. Likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.